Manufacturer narrative:
The reported complaint was not verifiable. This complaint investigates the pump stoppage with no message. No product was returned for evaluation. Data log analysis found that the pump was stopped multiple times throughout the case but no indication of a problem was found. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00945. Software data logs were received by the manufacturer on 15-oct-2015 for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a random pump stoppage on the sucker roller pump and there was no message observed. The device was not changed out, as the pump was re-started by the perfusionist (ccp). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: according to the information provided, this small four inch roller pump was being used for suction. Twice during cpb, the pump stopped (without audible / visual alerts or alarms). Each time, the pump was able to be re-started. The pump was not changed out and handcranking was not required. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.